Event description:
Description of event according to initial reporter: patient is a (B)(6) female enrolled into preserve on (B)(6) 2016 who had a cook gunther-tulip vena cava filter placed the same day for contraindication to anticoagulation due to upcoming surgery. On (B)(6) 2018, the patient had an outpatient upper gastrointestinal (gi) endoscopy that revealed a foreign body (wiring, that based on previous CT appears to be ivc filter protruding into the lumen of the duodenum) was found in the second portion of the duodenum. Duodenum otherwise normal. Patient was assessed as serious and definitely related to the filter. Patient outcome: patient had consultation with vascular surgery the same day ((B)(6) 2018). Patient had no acute signs of duodenal perforation or upper gi bleeding and several chronic symptoms that may be due to graft-versus-host disease (gvhd) vs. Bowel dysmotility, but are less likely caused by the ivc filter erosion. No urgent surgical recommendation was given. Patient was seen on (B)(6) 2018 by gi doctor who ordered lower extremity ultrasound- no dvts found. Filter was successfully removed on (B)(6) 2018 with no complications.